Event description:
Report 2 of 2. Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Not returned to manufacture.